Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. There is no 510(k) for this device as it is eua. (B)(4).

Event description:
It was reported while testing with bd veritor¿ at-home covid-19 test discrepant results were obtained. There was no report of patient impact. The following information was provided by the initial reporter: lot number: 1351567. Date of event or issue: (B)(6) 2022. Problem description: 1st test stick had 2 lines and a negative on the screen. He waited 32 hours and got 2 lines and a positive on the screen.

Event description:
It was reported while testing with bd veritor¿ at-home covid-19 test discrepant results were obtained there was no report of patient impact. The following information was provided by the initial reporter: lot number: 1351567. Date of event or issue: 28-jan-2022. Problem description: 1st test stick had 2 lines and a negative on the screen. He waited 32 hours and got 2 lines and a positive on the screen.

Manufacturer narrative:
H.6 investigation summary: this summarizes the investigation results regarding a complaint that alleges the ¿customer received discrepant results¿ using the bd veritor at home covid-19 tests (material # 256094), batch number 1351567; ¿one test was negative and one test was positive.¿ bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. Results were acceptable and no relevant issue was found. The complaint was unable to be confirmed. The root cause could not be identified. Currently, there are no adverse trends identified for discrepant results. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.